Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 4 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this code batch. Received four closed samples and one open and used sample without needle, only the thread. There are no units in stock. Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements. Also, tested tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirement. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread breaks on the knot and needle detached from thread.